Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was done which observed the tubing had completely separated from the solvent-bonded area of the stressmember. Examination on the tubing under a microscope revealed the cause of separated tubing was due to no solvent applied onto the tubing. The reported condition was verified. The cause of the condition was due to a manufacturing assembly issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration tubing of a large volume folfusor separated from the device. This issue was further described as, ¿infusion tube fell off the pump¿. This event occurred while filling the device with isotonic saline prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.